Manufacturer narrative:
Product lot number was unknown. Without a lot number, expiration date, manufacture date and UDI cannot be determined. Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used.

Event description:
A nurse reported curos jet¿ disinfecting caps were placed on the two needleless connector (y-sites) of a patient's IV tubing. When an anesthesia provider removed the curos jet¿ cap, to manually inject (IV push) propofol, a small amount of saline leaked from the needleless connector (y-site) /curos jet¿ cap connection closest to the IV bag. There was no leaking of medication and no patient harm occurred. This was reportedly an intermittent issue and has occurred about four times over the past few months.